Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used on the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and biliary stent implantation procedure to treat bile duct stricture performed on (B)(6) 2026. During the procedure, the steel wire was fractured when pulling out the autotome. The customer provided photos showing that the cutting wire was broken and kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.